Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer also had blood glucose level of 450, 411, 436, 414 and 43 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual bolus. The drive support cap appears normal. The customer was mentioned insulin pump had motor error and offered troubleshooting and they stated that they were able to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.